Manufacturer narrative:
Mfg date: 09/2015. Based on the available information, this event is deemed to be a reportable malfunction. The device was not used. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Reporter stated "as the nurse started to inflate the balloon it started to deflate making it impossible to inflate the balloon." The product was not used and is available for return. No further details were provided by the reporter.

Manufacturer narrative:
This supplemental is being submitted to correct brand name and PMA/510k of the initial MDR (MFR report# 1049092-2016-00184) submitted on april 22, 2016 which was incorrect. No physical sample has been received. A batch record review indicates no discrepancies. Review of four retain samples (4 fms devices) for lot# 15fm0404 shows that the appearance of the balloon/inflation port, catheter body and valve function are normal. Complaint simulation testing of four retain samples (4 fms devices) for lot# 15fm0404 shows that no breakage, blockage or leakage of the balloons or inflation ports occurs after inflating the devices with 45 ml of water. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).